Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there are only four channels working. In the fitting of 2010, there were 6 channels activated and now two of these have been switched off due to high impedance values.